Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 139 mg/dl, and the meter bg reading was 696 mg/dl. A root cause could not be determined. A replacement sensor was sent to the customer. On (B)(6) 2021 customer went to the emergency room and was subsequently hospitalized for the elevated bg of 696 mg/dl and ¿muscle breakdown¿. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6) 2021.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.